Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - additional surgery (incision enlarged). Section h6- health effect - clinical code 4581 - no code available (incision enlarged). Attempts have been made to obtain the information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that prior to the insertion of the non-preloaded monofocal intraocular lens (iol), model zcu225, the lens was loaded into the platinum injector. The lens appeared to sit nicely in the cartridge but as the screw was rotated to deliver the iol into the capsular bag, it was found to deliver very slowly and with some resistance. The injector itself was pushing the lens slowly despite normal rotation of the injector screw. After insertion, it was found that the distal/trailing haptic was severed, likely from the injector tip. The lens was immediately removed, and a new tecnis toric iol was implanted in the patient's right eye during the same procedure. There was an incision enlargement and delay in procedure for 5 minutes. No report of vitrectomy and unplanned sutures. The patient has fully recovered with no impact in daily activities. The best corrected visual acuity was 20/20 both pre-operatively and post-operatively. Direction for use were followed. No further information provided.